Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis have been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose levels are unk. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces however, no button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.